Event description:
Upon system diagnostics, a low impedance error message was seen. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.